Event description:
On (B)(6) 2018, the reporter contacted lifescan USA, alleging that the subject meter read inacurately eratic. The reporter claimed obtaining blod glucose readings of ¿213 and 129 mg/dl ¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated diference of these glucose results exceds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshoting. There was no indication that the product caused or contributed to an adverse event.